Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type: software. Product ID hh9020tdd lot# serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were degen disc disease/herniated disc pain and non-malignant pain. The patient reported that their handset was getting slow. The agent assisted the patient with deleting the data and was able to connect without lag.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they were again having the issue of when requesting a bolus it was taking a long time. The patient confirmed it lagged at 90%. The patient mentioned that they got the restart application/service code 338 message as well. An agent reviewed data and assisted the patient with deleting data. The patient was able to connect to the pump with no lag at 90%.